Event description:
After gamma3 extracted, subcapital fracture of femoral neck occured. After that, uha surgery was performed. This case was presented at the meeting of (B)(4) society for fracture repair on (B)(6) 2014.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.